Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) displayed a battery depletion code. This s-ICD was explanted and successfully replaced. No additional adverse patient effects were reported. Additional information was received, this s-ICD recorded high withing range system impedance measurements. Since the initial implant had a similar impedance with a successful dft the physician decided to only replaced the device.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) displayed a battery depletion code. This s-ICD was explanted and successfully replaced. No additional adverse patient effects were reported. Additional information was received, this s-ICD recorded high withing range system impedance measurements. Since the initial implant had a similar impedance with a successful dft the physician decided to only replaced the device. This product was not returned.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) displayed a battery depletion code. This s-ICD was explanted and successfully replaced. No additional adverse patient effects were reported.